Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to interact with the pump screen, although they could still use it. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to put the pump into storage mode prior to returning it, using a prepaid shipping label within 10 days. The customer continued to use the current pump while awaiting the replacement.